Event description:
Explanation of tha due to infection.

Manufacturer narrative:
An event regarding infection involving a trident 10° x3 insert 36mm ID was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A device history review indicated that all devices accepted into final stock met specification. A complaint history review indicated that there have not been any other events for the specified lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Explanation of tha due to infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: primary tritanium hemi cluster hole cup 56mm; cat# 502-03-56e; lot# mlmtj8. Size 6 accolade ii 127 deg; cat# 6721-0635; lot# 41037506 . V40 cocr lfit head 36mm/+5; cat# 6260-9-236; lot# mljldt. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.